Event description:
It was reported during the post implant follow-up, the right ventricle (rv) lead dislodged, causing high pacing threshold values. The lead was repositioned on (B)(6) 2020, and the device remains implanted. Additional information: an update was received on (B)(6) 2020 indicating the lead was explanted and replaced. Several requests were sent to the field rep for device return. No response was received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code of (B)(4) captures the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the post implant follow-up, the right ventricle (rv) lead dislodged, causing high pacing threshold values. The lead was repositioned on (B)(6) 2020, and the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing and tip region, with no observed abnormalities other than slight twisting of the lead body, which was possibly due to twiddler's syndrome. The lead tip appeared intact and undamaged. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of high capture thresholds, based on normal lead resistance measurements. The dislodgment allegation could not be confirmed as evidence from the field and product analysis were insufficient to verify dislodgement. The device migration allegation could not be confirmed by lab analysis; however, is a known inherent risk of device based on the field report.

Event description:
It was reported that during the post implant follow-up, this right ventricular (rv) lead dislodged, causing high capture thresholds. The lead was initially repositioned; however, additional information was provided that the lead was explanted and replaced. No additional adverse patient effects were reported. Additional information: this lead was returned, and analysis was completed.